Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer removed sensor and noticed that sensor cannula was too short. The customer was advised that probably the needle retracted sensor cannula when it was removed. Customer was advised that we will send a replacement pump.